Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11. Corrected field: h6 (type of investigation).

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) screen is red.

Event description:
It was reported by the customer that the screen of the cardiosave intra-aortic balloon pump (iabp) was red. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, b5, b6, b7, d9, d10, e1(initial reporter, event site name, event site address, event site city, event site state, event site postal code, event site email), e2, e3, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to investigate the issue. Upon arrival , the fse was able to verify that when the unit was powered on, the top display was only displaying a full red screen. In order to fix the issue, the fse replaced the top display assy. The unit then passed all functional and safety tests per manufacturer specification.